Manufacturer narrative:
(B)(4). B braun (B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The actual device in the reported incident was returned for eval and was forwarded to the actual MFR for eval. The MFR's eval has not yet been completed. A follow up report will be filed when add'l pertinent info regarding the investigation becomes available.

Event description:
As reported by the user facility: (B)(4), lot# unk, date of occurrence: (B)(6) 2012. Event: needlestick injury one of our nurses had an issue with an IV catheter which resulted in a needle stick. Further details pending. The safety device failed to activate properly.